Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The impl tapered scr-v sbm 3.7mm 3.5mm 13mm (tsvb13) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on an unknown tooth site and used for an unknown period of time prior to fracture. The customer has not provided additional pictures or x-ray images of the product. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the tsvb13 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformance/CAPA /hhe/d/ie/product holds for the reported product. August post market trending was reviewed and there were no negative trends or corrective actions for the reported event (implant fracture) or product (tsvb13). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. A definitive cause could not be identified.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided. Patient weight: not provided. Event date: not provided. Device lot number: not provided. PMA/510(k) number: k011028, k013227.

Event description:
It was reported a zimmer implant (tsvb13) fractured at the top. Implant has not been removed yet.